Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 2.8. Testing done within an hour of draw. Coumadin dose was taken at bedtime on (B)(6) 2010.